Event description:
User facility alleged blood glucose results of 240 mg/dl on the facility's advantage system versus 112 mg/dl when testing was performed back-to-back on another facility's blood glucose meter (type unknown). The user facility stated that the patient was under 35 years of age, was not overweight, and was not diabetic. No other information was provided. The user facility reported that it was using quality controls that expired in january 2007, and that both levels of controls were out-of-range. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The user facility alleged a similar malfunction when the blood glucose meter was used with a second patient. That incident is reported in the medwatch with (B)(4).